Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-apr-2024, it was reported that the infusion set did not adhere for 7 days. It usually fell off after the shower or when sleeping. No further information available.